Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2019 by the journal of surgical oncology titled ¿acl reconstruction with adjustable-length loop cortical button fixation results in less tibial tunnel widening compared with interference screw fixation¿. The study reviewed thirty (30) patients who underwent acl reconstruction using arthrex fiberwire, and suturetape to address soft tissue approximation and/or ligation. During the six (6) month follow-up period, three (3) patients experienced a repeat rupture. Ref: mayr, r. Et al. Acl reconstruction with adjustable-length loop cortical button fixation results in less tibial tunnel widening compared with interference screw fixation. Knee surg sports traumatol arthrosc 28, 1036-1044, doi:10.1007/s00167-019-05642-9 (2020).